Event description:
Three ti sternal locking plates that had been implanted in a patient broke post-operative. Patient had undergone sternal reconstruction after a dehiscence. Out-of-state. Broken hardware was removed.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.